Manufacturer narrative:
A sapien or sapien xt transcatheter heart valve was used. The PMA number for the edwards sapien transcatheter heart valve is p110021 and the PMA number for the edwards sapien xt transcatheter heart valve is p130009. The device was not available for evaluation. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the cause for the valve in valve was unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article, ¿transcatheter aortic valve implantation in failed bioprosthetic surgical valves¿, 459 patients with degenerated bioprosthetic aortic valves underwent valve-in-valve implantation between 2007 and may 2013 in 55 multinational centers in europe, north america, (B)(6) and the middle east. The balloon-expandable edwards sapien valve was used in 246 patients and non-edwards self-expandable valves were used in 213 patients. Of the 246 patients that received a sapien valve, 10 patients required implant of a second transcatheter device. Reference: dvir et al. Transcatheter aortic valve implantation in failed bioprosthetic surgical valves. American medical association, 2014.

Manufacturer narrative:
Seven manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01369, 2015691-2018-01371, 2015691-2018-01372, 2015691-2018-01373, 2015691-2018-01376, 2015691-2018-01377, 2015691-2018-01378.